Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. One hour post implant, the patient suffered an ischemic event as confirmed by computed tomography (CT) scan. The patient was admitted and neurology was consulted. No tissue plasminogen activator (tpa) or additional intervention was required. The patient is expected to make a full recovery.